Event description:
Customer called to report hearing a popping noise, followed by an electrical burning smell and a voltage error from the unicel dxc 600 synchron system. The customer technical specialist generated a service request. Customer stated that no one was affected by the instrument issue. The field service engineer (fse) inspected the instrument and found that the error log indicated that the glucose module reagent syringe received low current at one point, which caused the instrument computer to shutdown. The fse replaced the power distribution board. The fse suspected that the root cause of the instrument issue was the power distribution board.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).